Event description:
Medtronic received a report that the coil could not be detached. No patient symptoms or further complications were reported as a result of this event. It was reported that the product was being used as per the instructions for use (IFU) but the coil could not be detached from the wire. Both manual and the detacher method were tried. A medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition- the concerto coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch; within an opened concerto outer carton; within a dispenser coil and partially within an introducer sheath. Visual inspection/damage location details: no damages were found with the introducer sheath. Dried saline was found within the introducer sheath and on the concerto device. The actuator interface was found securely attached to the coupler tube. There are no evidence of detachment attempts with an instant detacher were found at this location. The break indicator was found broken, indicative of a manual detachment attempt. The release wire was found broken at the same location. The proximal segment was found kinked at ~4.6cm and ~6.2cm from the proximal end. The distal pusher segment was found bent within the introducer sheath at ~100.8cm from the proximal end. The coin was found still against the lumen stop. The implant coil was found still attached to the pusher. The implant coil was found to be undamaged. Testing/analysis ¿ the concerto coil was removed from the introducer sheath against high resistance due to the dried saline found. The concerto implant coil became stretched during the extraction due to the resistance. The exposed release wire was retracted, and the coin did not exit the lumen stop. The ptfe shrink tubing was removed distal to the bend, the release wire was retracted, and the coin exited the lumen stop with no resistance encountered, detaching the implant coil with no issues. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the stuck release wire due to the kinks/bend found. There were no issues detaching the implant coil when the release wire distal to the bend was retracted. It is possible the bends/kinks occurred due to advancing the device against resistance. It is likely the release wire broke due to attempting to retract the release wire against the resistance. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.